Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting the ECG "a", "b", and the front therapy electrode was pulled from the strain relief, damaging the cable connector j703 on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" messages.